Event description:
The pump was returned for investigation. During investigation, the pump was opened and the battery cap contact was found to be out of specification. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
(B)(4): during investigation, the pump was opened and the battery cap contact height and width were found not to be within specifications. The battery compartment threads were found to be worn and the threads on the battery cap were stripped. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. During testing, the pump was able to complete the rewind, load and prime steps successfully with no loss of power. All current readings were found to be within specifications. The reported short battery life was not indicated during a review of the pump history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.